Event description:
The device was used during a burch procedure. Reportedly, the needle broke and the device did not toggle correctly. The surgeon was able to retrieve the component and complete the procedure. The hosp has reported no pt injury occurred.